Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort and swelling located at the ipg site. As such, surgical intervention occurred and the ipg was removed and placed into the patient's flank.

Manufacturer narrative:
Date of the event is estimated.